Event description:
A 6f angio-seal vip was deployed following an interventional radiology procedure and a small amount of oozing was observed. The next day the pt was discharged from the hospital without any symptoms. Three days later, the pt returned to the hospital with a hematoma. An ultrasound revealed a small hematoma at the puncture site and a large hematoma 20 cm distal to the site. Surgical intervention was required, which revealed the anchor and collagen 5mm apart in fat tissue outside the vessel next to the hematoma and a 5 mm long tear in the vessel at the puncture site. The pt is stable and discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) stated that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary monitor pedal pulses.